Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing impedances. Boston scientific technical services (ts) reviewed the associated device data and suspects that the lv lead impedance issues are a result of lead calcification. This was further supported by impedances returning to normal after the lead was electronically repositioned. As of today no surgical intervention has been performed and the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.